Event description:
It was reported that during a da vinci-assisted nephrectomy procedure, the 3rd party covidien stapler misfired. The case was converted to open surgery to stop the bleeding. Intuitive surgical, inc. (Isi) followed up with the clinical sales representative (csr) who was present during the procedure and obtained the following information: the covidien stapler was used as the surgeon did not want to insert another 12 mm port for the da vinci stapler. The covidien stapler was inserted via a laparoscopic assist port. The csr is not sure which staple fire was involved in the incident or what tissue was in the stapler jaws. She is also unaware of how the covidien stapler misfired but confirmed that there was bleeding due to the stapling incident. The case was converted to open surgery to stop the bleeding. Additional follow-up with the csr obtained the following information: the first assist fired the covidien stapler via a third party airseal port. It was also confirmed that there were no issues with the da vinci system, instrument and/or accessories. However, it was unknown if there was excessive blood loss, what the estimated blood loss was, and/or if a blood transfusion was required. It was unknown what tissue was repaired after the conversion to open surgery or if there were any post-operative complications. Multiple attempts have also been made to the involved surgeon to obtain additional patient/event information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on available information, the cause of the third-party covidien stapler misfire causing bleeding to the patient cannot be determined. However, additional information provided during the follow-up indicated that the covidien stapler was retrieved by a covidien representative for their evaluation. There is no evidence or allegation that a malfunction of an isi system, instrument or accessory occurred and therefore no instrument is being returned for evaluation. Should additional information become available, a supplemental MDR will be submitted. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Additionally, all reusable instruments used in the case were used in subsequent procedures and a site review shows no complaint filed against the instruments. No investigation required as no image or video clip for the reported event was submitted for review. No additional review was required based on the complaint. This complaint is reportable due to the following conclusion: it was reported that during a da vinci-assisted nephrectomy procedure, a third-party covidien stapler misfired. The case was converted to an open surgical procedure to stop the bleeding. At this time, the root cause of reported incident remains unclear.